Event description:
Concomitant device reported: unknown other products (part# unknown, lot# unknown, quantity unknown) unknown adapter (part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: b5, h4. Investigation summary: visual inspection: the viper prime inserter shaft (p/n: 286750031, lot #: mf4290606) was returned and received at us cq. Upon visual inspection, deformation on the walls of the coupler was observed. No other issues were identified with the returned device. Functional test: functional testing was unable to be performed due to a lack of mating devices. The deformation on the coupler would have contribute to a device interaction issue. Dimensional inspection: the outer diameter of the distal tip was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed viper prime inserter shaft assy. Complaint confirmed? Yes, deformation was observed on the returned device. Hence confirming the complaint conclusion: the overall complaint was confirmed for the received viper prime inserter shaft as the deformation of the coupler component would contribute to the complained device interaction issue. There was no indication that a design or manufacturing issue contributed to the complaint and hence the root cause cannot be determined. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper prime inserter shaft was conducted identifying that lot number mf4290606 was released in a single batch. Batch1: lot was released on may 2, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a posterior spinal fusion at l4/5/s was performed to treat a lumbar spinal canal stenosis. The adapter was attached to the inserter shaft preoperatively., but was not able to be detached. The procedure was completed with replacements without surgical delay. The connecting section of the inserter shaft had a thick bump area so it was difficult to attach another device to the inserter shaft. This report is for one (1) viper prime inserter shaft. This is report 1 of 1 for (B)(4).